Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 27-feb-2016 adjusted the x-cup transfer assy to the b/f table. The most probable cause of the reported event was a cup transfer alignment.

Event description:
On (B)(6) 2016 the customer reported error 4491 bf table rotation motor home with their aia-2000 analyzer. The customer is unable to run bhcg fsh prog lhii e2 and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg fsh prog lhii e2 and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.